Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 160 mg/dl. The pod was leaking.

Manufacturer narrative:
The battery voltages measured lower than expected. The device was received in pod state 1 and with the fill springs shorted by the fill rod. The asic not registering the shorting of the fill springs indicates that the batteries were drained prior to the filling of the device. The shelf mode current was measured and found to exceed specifications, resulting in the draining of the batteries, ultimately causing the cannula's failure to deploy. Scratches covered a large portion of the pcba. It cannot be conclusively determined if these scratches resulted in the high shelf mode current. A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed.